Event description:
The end user states the chair, while he was reclining, the chair stopped. He states the chair is stuck in the reclined position. He states the chair states the chair has lost the configuration.